Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial: (B)(4)) found that the ins connector lead part was stuck inside of the port. Analysis of the lead (lot # v002898) found that the lead body conductor was broken at the twist lock anchor site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_tlock_anchor, product type: accessory. Product ID 3888-33, lot# j0425002v, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. Product ID 377660, lot# v002898, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s lead was being replaced on (B)(6) 2016 as there was high impedance and the patient lost stimulation. The rep was notified of the high impedance issue on 2016-jun-28 but didn¿t know when the patient first started having problems. When they tried to loosen the screw from the ins to remove the lead, the screw wouldn¿t catch and they couldn¿t unscrew the screw. They were able to remove the other screw from the header block for the other port that was plugged. The physician cut the lead but the rest of it remained in the ins. They were not able to get the screw to loosen on the ins, so they had to replace it. Additional information was received from the patient. Lead breakage was noted. It was also noted that there was no patient death, no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID neu_tlock_anchor, serial # unknown, product type accessory; product ID 3888-33, lot # j0425002v, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type lead; product ID 377660, lot # v002898, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type lead. Additional analysis performed indicated that the lead¿s (v002898) proximal end insulation had degradation that was consistent with metal ion oxidation. Corrosion of the lead contacts was noted as the cause of the leads being stuck in the ins port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.